Manufacturer narrative:
The investigation of the reported event was completed by our factory experts. The reported event occurred during preparation for biopsy (patient positioning). As stated in the operator manual the patient positioning requires special attention by the operator. The operator has to be aware of the collision areas and ensure that there is no danger for patient or third parties caused by system movement. This applies especially to the single touch buttons (see xpw7-330.620.01.02.02., chapter safety, mechanical safety, risk of collision and crushing, page 20). For application reasons the system is not equipped with a protection against collision since the positioning of the patient sometimes requires close proximity or even contact with the system covers. The lifting movement is only possible by continuously pressing the button. When releasing the button the movement is stopped immediately. Additionally, all system movements can be stopped via emergency stop button. The position as well as the function and handling of the emergency stop are described in the manual and are part of the application training. The operators have to be familiar with the location of the emergency stop buttons on each side of the system stand. The emergency stop button has to be checked by the operator on a monthly basis (see xpw7-330.620.01.02.02, safety, monthly checks, page 28). The reported error was not caused by a system malfunction. The control of the system movement during positioning is in the responsibility of the operator. Since it is not mandatory to bolt the system to the floor it is possible that the system stand shifts position. The complaint is closed with reference to the above statements and the available indications in the operator manual.

Manufacturer narrative:
The reported event occurred during patient positioning, which requires special attention by the user due to the risk of jamming or crushing according to the operator manual xpw7-330.621.05.02.02, pages 30 and 36. The reported issue is under investigation and a supplemental report will be submitted if additional information becomes available.

Event description:
It was reported to siemens that during an examination on the mammomat inspiration unit a patient was laying on the stretcher. The x-ray tube was in the -90 degree position in preparation for the biopsy procedure. The operator pushed the "+" arrow button to move the tube out of the way in order to mount the needle gun when the tube ran into the stretcher causing the front stand to lift up and tilting the stand toward the back wall. The mammomat inspiration system is bolted to the floor. There are no injuries attributed to this event.